Event description:
It was reported by the peritoneal dialysis registered nurse (pdrn) that the patient had surgery and was hospitalized on (B)(6) 2023. Upon follow up, the pdrn stated that the patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 due to fluid overload with the symptoms of shortness of breath. Per pdrn the event was related to the draining issues with the cycler due to patients positioning. The patient is currently placed on backup hemodialysis (hd) and the pd therapy will be attempted later. This pdrn explained that the recent surgery was a new fistula placement and repositioning of the pd catheter (not a fresenius device). Additional details surrounding the patient's hospital course and condition were requested, however, not provided. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).